Manufacturer narrative:
(B)(4). On an unreported date, antibiotic therapy was completed. The patient was recovered from the peritonitis event (previously, the outcome was reported as recovering). The peritoneal effluent fluid was clear and the patient was reported to be doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal vancomycin 1 gram in the first bag then every fifth day (duration not reported) and intraperitoneal magnova 1 gram in first bag then 500 mg in each exchange (duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.